Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a power source alert occurred while charging the pump. The customer waited 30 minutes and the pump began to charge successfully. Additionally, the pump battery gauge was fluctuating. Customer continued to use the pump for insulin therapy. Customer's blood glucose was 90 mg/dl.